Manufacturer narrative:
(B)(4). (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the during a knee arthroplasty, the device did not assemble with the mating prosthesis. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Concomitant medical products: stemmed tibial component catalog # 00598004701, lot # 64112918. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and the dovetail feature is flared and compressed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned being pushed in with the inserter. The root cause is related to the surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
From additional information, it was reported that the surgery was delayed by fifty minutes.

Manufacturer narrative:
Concomitant medical products: stemmed tibial component precoat size 5 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten catalog # 00598004701 lot # 64112918.